Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains in the patient's eye at the time of submitting the MDR. Concomitant medical products: vistagel, lot no. 401179. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that on (B)(6), 2015 the patient presented a low visual acuity and an important ocular inflammation. The patient had chronic endophthalmitis. Visual acuity pre-operative: 20/120; visual acuity post-operative: 20/20. Patient was treated with vigadexa hour/hour and meticorten 60 mg/day. On (B)(6), 2015 a vitrectomy was performed washing the anterior ''camara'' and capsular bag with vancomycin 1 mg/0,1 ml. A bacteriological culture was collected whereby the results were negative. Patient is getting better. There was no delay in the procedure and the cataract procedure was performed without complications with a duration of 10 minutes. No further information was provided.

Manufacturer narrative:
Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were also reviewed and the lot was released since it met sterilization specifications. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu provides warnings for physicians considering lens implantation, should weigh the potential risk/benefit ratio under the following: recurrent severe anterior or posterior segment inflammation or uveitis, suspected microbial infection, and patients in whom the lens may affect the ability to observe, diagnose, or treat posterior segment diseases. All pertinent information available to abbott medical optics has been submitted.